Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis. Unable to troubleshoot with the caller due to no hippa authorization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.